Event description:
It was reported that the implantable pacemaker device was suspected of premature battery depletion (pbd). Boston scientific technical services (ts) discussed that the power consumption is slightly higher than expected and has been increasing. Also, the power increase appears to coincide with an increase in the right ventricular (rv) lead pacing threshold. This device remains in service. No adverse patient effects were reported.